Manufacturer narrative:
This report is filed july 31, 2014.

Event description:
Per the clinic, the patient was explanted (B)(6), 2014 due to extrusion of the electrode lead and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).